Manufacturer narrative:
(B)(4). The lens remains implanted to date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after a toric monofocal intraocular lens, model zct150, was implanted into an eye of a female patient, the surgeon noticed concentric rings which are consistent with a multifocal lens. The lens had at last 6 concentric rings that were visible. The patient is happy and has a vision of 20/25. Medical affairs responded that the rings are not diffractive multifocal rings but are lathe lines which do not affect the visual quality and should not be a problem. No further information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer since it remains implanted. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data shows the lens was within power specification and met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.